Event description:
It was reported that right after their implant in 2012 the patient¿s lead wire moved to the right side so they were only able to get good stimulation on their right side. The patient had a revision surgery to move the lead back to the appropriate position for stimulation on the left side.

Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type: lead; product ID 3550-39, lot# n339292, implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type: accessory. (B)(4).

Event description:
Additional information received reported that unit¿s leads, even after corrective surgery in 2014, provided no relief for the patient¿s back pain and ¿lightning bolts streaming down [the patient¿s] left leg from hip to toes.¿ the patient noted their doctor had recommended the neurostimulator when pills and injections no longer treated the patient¿s pain, and then recommended the morphine pump, but the patient chose not to use the only doctor recommended. The patient needed a doctor that did ¿something different.¿ the patient believed she had found a doctor that did ¿something different.¿ this new doctor allegedly called to see if he could provide radio frequency lesioning and ablation (rfa) to relieve severe back and leg pain that was not being corrected by the neurostimulator. When the doctor advised the patient to turn it off during the rfa procedure, the patient decided to turn it off and then see what kind of pain she would have on her right side. The patient was surprised to learn that she had no pain. After two weeks, the patient still had no pain on the right side. Additional information was requested. If received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).